Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The customer noticed the naohd wash wasn't getting used at the usual rate, and the customer suspected a blockage in the tubing and the flow path. The field service engineer replaced and cleaned various parts. He performed a hardware check and had acceptable results. After service, the customer has not reported any further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas 6000 c (501) module. The customer confirmed calibration and qc results were acceptable prior to patient testing. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing with the sample for confirmation. The patient's initial creatinine result was 92 umol/l, and the patient's repeat result was 6.0 umol/l. The creatinine reagent lot number and expiration date were requested but not provided.